Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument has been received for failure analysis evaluation. The instrument was found to have one bent grip causing them to be misaligned. The offset at the tips was 0.11mm. The grips were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a medium-large clip applier insturment was not working. A fragment fell into a patient and retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as the they were using them the clip was not detaching from the applier thus it is not working. They have tried it a few times with the same issue. Finally, they have to get another applier. There was no injury to the cystic duct, the clip did not fall off the applier, so they don't need to retrieve anything. No photos were taken.

Manufacturer narrative:
On 4-may-2026, the following additional information was obtained: site name was initially reported incorrectly. The correct site name is henry ford providence southfield.

Event description:
Refer to h11 for follow-up information.